Event description:
Note: this report pertains to one of three complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-00729 and 3005099803-2010-00758 for the other associated device information. It was reported to boston scientific corporation that three defective resolution clip devices were used during a procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the first clip failed to release from the catheter. When they went to use the second clip, the clip prematurely deployed. The third clip was placed on the tissue but did not remain attached to the tissue. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be normal.

Manufacturer narrative:
The device has been received for analysis however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Note: this report pertains to one of three complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-00729 and 3005099803-2010-00758 for the other associated device information.it was reported to boston scientific corporation that three defective resolution clip devices were used during a procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the first clip failed to release from the catheter. When they went to use the second clip, the clip prematurely deployed. The third clip was placed on the tissue but did not remain attached to the tissue. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be normal.

Manufacturer narrative:
A visual examination of the returned device found that the clip assembly was fully deployed and not returned with this device. It was also noted that the control wire was separated per design. The most probable root cause for this complaint is undeterminable since the clip assembly was not returned for evaluation and the device appears to have been deployed properly. A review of the device history record (DHR) was performed; no anomalies were noted.